Event description:
It was reported that the user experienced prolonged hyperglycemia with a blood glucose level of 374 mg/dl and 333 mg/dl fingerstick while using the ilet bionic pancreas and had been frequently pausing insulin delivery; the user disconnected from the pump and administered multiple daily injection insulin per guidance, which lowered glucose. Symptoms included high blood glucose readings confirmed by fingerstick and a prior low glucose episode treated with oral carbohydrate. Outcomes included product-use troubleshooting and user education on the effects of pausing insulin delivery and a recommendation to schedule additional training. Investigation included complaint handling and evaluation of user-reported data. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with algorithm performance potentially affected by repeated pauses in insulin delivery. It was concluded that the event involved hyperglycemia of unclear cause with no injury requiring medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.